Manufacturer narrative:
Event date is estimated.

Event description:
Device 1 of 2: manufacturer reference report number #: 1627487-2021-14286. It was reported that the patient underwent surgery to explant and replace the leads due to lead migration.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Manufacturer reference report number #: 1627487-2021-14286.